Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left tka. The surgeon could not get the poly to lock into the tray. A second poly was opened & implanted. A 15 minute surgical delay was reported. Doe: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR reviewed no deviations or nonconformance's were noted.